Event description:
Observing a partial separation of her infusion set tubing while attempting to reconnect her tubing after swimming. Pt did not report any physiological effects related to this issue. Pt not returning any product.